Event description:
It was reported the patient started having pain in their right leg on (B)(6) 2014 and the day prior to report their pain got worse. The patient contacted their healthcare provider who thought it may be related to their device. The patient turned their stimulation off the night prior to report to see if it would help and they stated they were unable to put any weight on their leg before they turned it off. The morning of report, the patient woke up after having it off for a night and the pain was better and they could stand for a longer period of time. The patient described the pain that occurred on (B)(6) 2014 as sudden. The patient stated the therapy was helping their bladder incontinence and they received the device on (B)(6) 2014. The patient stated they did not feel stimulation going to their leg but more of just pain in their thigh and hip.

Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# (B)(4), product type: lead. (B)(4).